Manufacturer narrative:
H6 correction: device code c62862 and patient code (B)(6) should have been included on the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2020-sep-09. Regarding the report the patient was having blurred vision, was slow to respond, and their heart rate and oxygen was dropping, the rep stated they did not believe this was a device issue. The device was turned off. The device was permanently stopped in february. The rep thought the blurry vision and change in vitals was due to a procedure issue. The doctor was unable to aspirate the catheter and it was reviewed with the doctor there could still be medication in the catheter. The rep calculated the possible bolus dose if the doctor chose to inject the dye without aspirating the catheter. The doctor chose to inject the dye even though they could not aspirate. The rep thought the change in the patient's status was due to the bolus of medication. It was unknown why the catheter did not aspirate. When the doctor injected dye, it was clear on x-ray that the catheter was intact and there were no leaks or disconnections. It was noted the doctor was able to push the dye through the catheter with minimal resistance. As of 2020-sep-09, surgical intervention was planned, but not currently scheduled. Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). It was reviewed that the hcp attempted to do a dye study but had difficulty aspirating the catheter side port (cap). The rep stated the hcp was finally able to achieve a dye study but did not know how. The hcp was able to get the dye through the catheter. The patient had a reaction, received narcan, and was kept at the center for an unknown length of time. The patient was doing well so the patient was sent home. The patient had their respiration monitored while at the center. The hcp felt comfortable with where the patient was at and where his levels were and sent the patient home under care of his son.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 30-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving morphine (25 mg/ml), clonidine (200 mcg/ml), bupivacaine (15 mcg/ml), and fentanyl (150 mcg/ml) via intrathecal infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient¿s pump had been turned off since february and, per the hcp, the patient had recently decided they wanted a pump replacement and to begin getting meds intrathecally again. The doctor wanted to complete a dye study to ensure the catheter was patent. Prior to the procedure the rep informed the hcp that the catheter could still have meds in it. The hcp was notified of possible bolus dosages (7.25 mg morphine, 58 mcg clonidine, 4.35 mcg bupivacaine, 43.5 mcg fentanyl) if catheter was not properly cleared by aspirating. It was reported that aspiration was attempted but failed. The hcp decided to inject dye through the cap and catheter. The hcp was reminded of the doses prior to dye injection. It was reported that during the dye study the patient complained of blurry vision and then became slow to respond. The patient¿s heart rate and oxygen dropped. It was reported that the patient was medically stabilized after the change in vitals and mental status. It was reported that the issue was resolved at the time of the report and that surgical intervention was planned. The patient¿s status was alive with injury. No further complications were reported.